Manufacturer narrative:
B4: 08sep2021. Additional information was received indicating that the reported issue was discovered during pm. Based on this information, it has been concluded that this is not a reportable event. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. No part was returned for failure investigation. Previous investigation have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Event description:
It was reported to philips by a customer that the unit nav ring not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.